Event description:
It was reported by service report that the breaker tripped due to another piece of equipment being plugged into the outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary outlet damaged.